Event description:
The reporter stated the surgeon implanted a aa4203tl toric optic silicone single piece lens. Lens was implanted on (B)(6) 2012 and explanted on (B)(6) 2013 due to the pt having blurred, smudged vision. A competitor's lens was implanted, a 27.0 diopter with 3.00 cylinder. Reporter stated there was no lens malfunction. The pt needed a different lens.

Manufacturer narrative:
(B)(4). Result - a visual inspection of the returned product found the lens in two pieces. The optic and haptic are cut. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Method:medical review. Results: medical review: reportedly silicone one-piece lens with toric optic (+2 cyl) was explanted/exchanged for a competitor`s toric lens (+3cyl), one year postoperatively, to address patient visual disturbances ("smudged", "blurred" and "fuzzy" vision). According to the report, from the facility, there was no lens malfunction and the patient needed a different lens. No reported loss of bcva. Given the information that the higher power of cylinder iol was implanted as a replacement it is very likely that the astigmatic component was not properly corrected with the staar lens due to pre-op miscalculation. It should be noted that this complaint does not meet the criteria of "serious injury "definition since the reported event (secondary intervention) was probably caused by a refractive error (since there was no reported loss of bcva), and therefore there was no visual impairment. Conclusions: based on the complaint history, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).